Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that irrigation failure suddenly occurred during a cataract procedure. The product was replaced and the surgery was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned used sample was visually inspected and post-surgical debris was found in the cassette housing and drain bag. The sample was tested and it failed testing. The sample was then flushed with a syringe and retested. The sample was able to prime and max vacuum were within specifications. The sample passed testing once the surgical debris was flushed. The customer states in the report description that the failure happen after the third use. The directions for use state that this product is validated for single use only and should not be reprocessed or reused. The root cause of the customer's complaint is reuse as post-surgical debris was found in the cassette housing and the customer informed that the sample was reused. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is reuse. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).